Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was placed during implant. When the left ventricular (lv) lead was placed afterwards, the ra lead dislodged. When the physician tried to unscrew the lead and pull it back, it was noted that the screw was stuck in tissue. When screwing the lead in and out again was attempted, the lead was still stuck in the tissue and the screw could not be turned anymore. The lead was pulled on while turning counter clockwise and it was very difficult to get the lead out. It was noted that the screw was extended enormously. The lead was damaged during the extraction. A different lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.